Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  for the past few months they have noticed that the battery has come out of the pocket and they can feel it right underneath their skin. Patient stated that this is the second time this has happened. The first time this happened was "a couple years ago" and patient had to have a second surgery to get it tucked back in. See current (B)(4) - device out of pocket again.